Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the battery turning on and off was u ndetermined. Impedances were checked at the last visit and all were within normal limits. The battery turning on and off had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the battery turns on and off randomly. No external or patient factors were reported that may have contributed to the issue. The representative met with the patient and an impedance check showed they were all within normal limits. A battery life check came back okay. The patient was going to follow-up with the implanting surgeon to discuss. The issue was not resolved at the time of the report. No patient symptoms reported.